Event description:
It was reported that during a non-tortuous, moderately calcified, left anterior descending artery stenting procedure, during advancement, a xience v rx 3.5 x 8 mm stent delivery system met resistance with a non-abbott guiding catheter. It was noted by angiogram that the non-abbott guiding catheter had two kinks in it distally. The xience v rx 3.5 x 8 mm stent delivery system was advanced past the first kink but unable to advance past the second kink in the guiding catheter. The xience v rx 3.5 x 8 mm stent delivery system was removed without difficulty and upon removal it was noted that the stent was dislodged inside the guiding catheter. Reportedly, the physician believes the stent dislodged as he was removing as it met with the proximal kink of the non-abbott guiding catheter. The non-abbott guiding catheter and the xience v stent were removed as one unit without resistance. Once outside the patients' anatomy the non-abbott guiding catheter was dissected to send back the dislodged stent. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The resistance between the stent delivery system and guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.